Manufacturer narrative:
Non-cordis sheaths were used-short and long. The outback was prepped according to the instructions for use (IFU). The cannula/needle actuated smoothly during preparation. The ancillary devices did not show damage post-procedure. The iliac bifurcation was said to be tight so manipulation or placement was problematic. There was no reported difficulty advancing the outback over the guidewire. There was difficulty reported advancing the outback over the iliac bifurcation. Some force was sued to cross the bifurcation. The physician did not know what direction the ¿l¿ marker leg was facing during advancement over the horn. There were no further issues getting to the lesion once the device was past the bifurcation. There was no difficulty actuating or retracting the cannula at this point. The guidewire was successfully delivered past the lesion. The lesion was successfully treated. There was no resistance or difficulty reported removing the outback from the patient. The separation was note upon removal of the device from the patient. The physician believes the separation may have occurred while crossing the bifurcation. No stent was implanted to secure the separated tip which is still lodged in the subintimal space. The patient will be followed medically/observation. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon withdrawal of an outback re-entry catheter used to treat a cto lesion successfully, the user noted that the nose cone had fractured and separated in the patient. The tip was found in the subintimal space. Attempts to remove the tip were not made and there was no additional intervention conducted to affix the tip with a stent. There was no patient adverse event reported and the physician decided to leave the tip in the subintimal space and close patient observation. The patient was reported to be fine. Percutaneous transluminal angioplasty (pta) was performed to treat a lesion in the distal left superficial femoral artery (lsfa). The outback was prepped properly according to the instructions for use (IFU). The cannula/needle actuated smoothly during preparation. Access for the procedure was from the right groin using a non-cordis sheath. The outback was advanced over an unknown .014 guidewire. There was no reported difficulty advancing the outback over the guidewire. There was difficulty reported advancing the outback over the iliac bifurcation. The iliac bifurcation was said to be tight so manipulation or placement was problematic. Some force was sued to cross the bifurcation. The physician did not know what direction the ¿l¿ marker leg was facing during advancement over the horn. The device was successfully advanced to the distal lsfa re-entry target lesion. The physician was able to rotate the outback tip and re-entered the target lesion at the intended site. There were no further issues getting to the lesion once the device was past the bifurcation. There was no difficulty actuating or retracting the cannula at this point. The guidewire was successfully delivered past the lesion. The lesion was successfully treated. There was no resistance or difficulty reported removing the outback from the patient. The separation was note upon removal of the device from the patient. The physician believes the separation may have occurred while crossing the bifurcation. No stent was implanted to secure the separated tip which is still lodged in the subintimal space. The patient will be followed medically/observation. The physician is experienced in the use of the device for many years. The ancillary devices did not show any damage post-procedure. The product was not returned for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. Based on the information available for review, the patient¿s anatomy (steep iliac bifurcation) and procedural factors are most likely contributing factors to the tracking difficulty reported resulting in the separation of the distal tip. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Without return of the device for evaluation the reported failure could not be confirmed and the exact cause could not be determined. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Event description:
The report received from the field indicated that after withdrawing the outback re-entry catheter from the patient, upon inspection of the device the nose cone was noted to have fractured/separated in the patient. The tip was noted to have been left in the subintimal space/re-entry point for the procedure and remains there. The patient was reported to be fine. Percutaneous transluminal angioplasty (pta) was performed to treat the patient. There appeared to be no issues noted post-pta. The patient's condition was reported to be fine. The procedure was then completed successfully without further issue. The target lesion was the distal left superficial femoral artery (lsfa). The outback was prepped properly according to the instructions for use (IFU). Access for the procedure was from the right groin using a non-cordis sheath. The outback was advanced over an unknown .014 guidewire. Resistance was met going over the iliac bifurcation. The device was successfully advanced to the distal lsfa re-entry target lesion. The physician was able to rotate the outback tip and re-entered the target lesion at the intended site. The physician is experienced in use of the device and has used it for many years.